Event description:
The customer contact reported on an unspecified date, the plum 360 device did not hold a charge. Testing and investigation confirmed the alarm logs displayed, multiple n56 (replace battery) and n252 (depleted battery) alarms. The probable cause was determined to be a defective battery and the battery was replaced. Additionally, testing confirmed the device passed all performance verification testing. The event is related to a known software issue in version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.